Manufacturer narrative:
Additional information: patient's (B)(6) 2021 test: kit lot number - vto10028110. Kit manufacture date - 12/18/2020. Kit expiration date - 12/18/2021. FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive two positive curative test results. The patient's first test was collected on (B)(6) 2021 at 9:15am. The patient's sample, located on plate-(B)(4), resulted in a viral CT value of 38.2, which is in the repeat range. The patient's sample was retested on plate-(B)(4) which resulted in a positive with a viral CT value of 35.81. The result was released on (B)(6) 2021 at 1:12am. No corrections were made to this test report upon release to the patient. The patient's second test was collected on (B)(6) 2021 at 10:29am. The patient's sample, located on plate-(B)(4), resulted in a viral CT value of 37.7, which is in the repeat range. The patient's sample was retested on plate-r004656 which resulted in a positive with a viral CT value of 37.3. The result for this test was released on (B)(6) 2021 at 2:23am. Per the clinical lab's investigation, the patient's first positive result sample (taken (B)(6) 2021) was resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate-(B)(4) at position d4. Plates plate-(B)(4) and plate-(B)(4) were extracted together manually by a cla (clinical laboratory assistant). Filter plate lot 599134, tcep lot 020521sg-tc2, wash buffer lot 599095 and elution buffer lot 598921 were the reagents used and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. There were no positive samples surrounding d4 and the reagents used to test the patient's sample were within specifications, not expired, and passed qc. Master mix batch 279 was used for pcr. The patient's sample was retested on plate-r004411 position e2. Plates plate- r004411 and plate-ur009489 were extracted together manually by a cla. Filter plate lot 599134, tcep lot 020621as-tc1, wash buffer lot 020621rc-ng3 and elution buffer lot 201712 were the reagents used and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. The reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 280 was used for pcr. In addition, the patient's second sample (taken (B)(6) 2021) was resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate-48015 at position d2. Plates plate-0048015 and plate-0048014 were extracted together by a cla. Tecan 8 was used to extract plate-0048015 using filter plate lot fg2253, tcep lot 022521tc-t1, wash buffer lot 022421tc-gb1 and elution buffer lot 201712. Tecan 8 was also used to extract plate-h031957 using the same reagents and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. There were no positive samples surrounding d2 and the reagents used to test the patient's sample were within specifications, not expired, and passed qc. Master mix batch 298 was used for pcr. The patient's sample was retested on plate-(B)(4) position b6. Plates plate- (B)(4) and plate-(B)(4) were extracted together manually by a cla. Kingfisher 2 was used to extract plate-r004656 using lysis lbf lot 18675500, bbd lot 022521dsw-bbd1, 70% etoh wash lot 022521ts-etoh1, and elution buffer lot 201712. Kingfisher 2 was also used to extract plate-ph031949 using the same reagents and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. The reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 298 was used for pcr. A customer success employee responded to the patient on (B)(6) 2021 via email and explained to the patient their viral CT values for both tests. The email also explained to the patient that his tests were repeated to confirm the positive results. The patient was also informed that his samples were processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of receiving two false positive results. The results of the investigation clearly showed true positive results.

Event description:
The patient emailed in claiming he had received two false positive results from one curative test taken on (B)(6) 2021 and another curative test taken on (B)(6) 2021. After the (B)(6) 2021 curative test, the patient tested on (B)(6) 2021 at a non-curative test site and received a negative. After the (B)(6) 2021 test, the patient tested on (B)(6) 2012 at a non-curative test site and received a negative.